Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "front panel lights flashed and the device would not function" was confirmed and the cause isolated to a faulty front panel with corroded ribbon cable. A conclusive root cause for the front panel failure was not established. The reported problem that the "lamp was beyond usable hours" and went out" can be attributed to failure to follow the instructions for use (IFU). As stated in the IFU: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."

Event description:
A user facility reported that the main lamp was "beyond usable hours" and went out. After replacing the lamp, the front panel lights flashed and the device would not function. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device had been used repeatedly for four and a half years since its delivery, and that the electronic components of the front panel board failed accidentally due to repeated use. Additionally, the event was caused by corrosion of the ribbon cable on the front panel.